Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, crushing, deformation, and dents of the insertion part were confirmed. The event likely occurred through the following mechanism" 1) the movement of the ccd cable inside the curved part became worse due to the crushing and deformation of the insertion part, causing disturbance of the ccd cable built into the curved part. 2) the covering of the ccd cable was torn because the endoscope was operated with the ccd cable disturbed. 3) the wires of the ccd cable were damaged by further manipulation of the endoscope while the wires of the ccd cable were exposed. The detection method is described in the instruction manual bf type f260 operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and was caused by a faulty charged coupled device (ccd). In addition, the image became noisy when the device was angulated due to breakage if the image sensor, the insertion section had wrinkles, dents and deformation. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had image blur, blackout image during reprocessing. The facility finished the procedure with a similar device. The intended diagnostic procedure was a tracheoscopy. During inspection it was found that the image went to black when the device was angulated. There was no report of patient harm or user injury associated with this event.